Event description:
New information received notes that a new occurrence of the bluetooth low energy telemetry malfunction was noted. No intervention or further patient consequences were reported.

Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was not confirmed. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.

Event description:
New information received notes that corrective changes were made and bluetooth low energy telemetry was restored. No further patient consequences were reported.

Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.